Event description:
Ems personnel were attending to a pt in cardiac arrest. The pt was diagnosed to be in ventricular fibrillation and was shocked successfully. It was reported that as the operator was attempting to deliver the 2nd countershock, the unit allegedly emitted a loud pop, a bright flash and lost power. The operator attempted to repower the device without success. A back up unit arrived and treatment to the pt continued. The pt was successfully rsuscitated.